Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2024. Specific blood glucose levels not provided. It was noted that the personal diabetes manager (pdm) was broken and not working. Specific details regarding the broken pdm were not provided. Symptoms reported include hyperglycemia, fruit breath, lack of appetite, extreme fatigue, and loss of consciousness. The patient was treated with insulin via intravenous therapy. The patient was discharged from the hospital on (B)(6) 2024.